Manufacturer narrative:
The reported event was confirmed as cause unknown. The evaluation found a typical jagged tear at the area of breakage on the returned catheter. A potential root cause for this failure mode could be due to lower latex/over chlorination/user related (pulling by user/ expose to sharp object) how and when event occurred cannot be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]"

Event description:
It was reported that the catheter was caught on the bedside and damaged. Per additional information from the ibc via email (B)(6)2019 , the damage reported was a catheter break, the proximal part of the catheter broke inside the patient. Per additional information from the ibc via email (B)(6)2019 , the proximal portion of the catheter came out naturally while urinating.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter was caught on the bedside and damaged. Per additional information from the ibc via email 08nov2019, the damage reported was a catheter break, the proximal part of the catheter broke inside the patient. Per additional information from the ibc via email 11nov2019, the proximal portion of the catheter came out naturally while urinating.